Event description:
The customer reported that they observed a false positive test interpretation while performing type and screen testing on the ortho provue analyzer. The false results occurred only in the revise portion or the mts a/b/d monoclonal and reverse grouping cards and the mts anti-igg cards. The customer visually inspected the gel cards and reported a thin line of red cells at the top of the gel with red cells at the bottom of the microtubes. The customer repeated the samples on the analyzer and obtained negative results. No erroneous results were reported. The false positive interpretations occurred regardless of test method. If this incident were to recur, undetected, erroneous results lead to inappropriate action.

Manufacturer narrative:
A field engineer visited the site and found that the probe depth into the tube and reagent bottle settings were too deep. The fe also found a pressure leak at the solution bottle 2. The fe performed adjustments to the probe depth, replaced the o-rings for the solution bottle and run diagnostics without any issues. Repairs have returned the instrument to expected operation. No definitive root cause was determined.